Event description:
The facility stated that the surgeon attempted to implant a aaa4203tl toric silicone lens. The lens tore prior to insertion into the eye. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.